Event description:
The customer reported to vyaire medical that the bellavista1000e gives alarm 388 - no o2 dosing possible and 271 - o2 supply fail - no o2 dosing possible. Furthermore, there was no patient associated with this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect component was return to vyaire medical for evaluation. Vyaire medical field service representative (fsr) went on-site and perform base unit test. Performed calibrations, circuit test, verification test, all passed. Unit meets factory specifications. Initiated inspiration block replacement and repair completed. The root cause was determined due to defective o2 pressure regulator.